Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 25 mmol/l with large ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that there were occlusion alarms. Upon investigation of the device, it was determined that the patient was not cycling the cartridge correctly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.